Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: jugular introducer and protection sheath was returned together with femoral introducer. An investigation of the jugular introducer system found the grasping hook straightened and this straightening may have caused the filter to pre-release. The red safety button was still locked. When pulling a filter from an approved grasping hook, it was possible to duplicate the hook straightening. At present time, the exact reason for the reported straightening resulting in the filter to pre-release cannot be determined, but 100% grasping hook is inspected. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: physician had changed filter over to jugular insertion sheath from femoral sheath - noticed when he was resheathing to collapse filter legs were out a bit but continued and when he was inserting into the ts ivc the filter released before he had pressed the release button. He was not sure why but the filter was in satisfactory position for the pt. Physician was not sure if the hook of filter was captured correctly before insertion. Patient outcome: the patient didn't require any additional procedures due to this event. No adverse effects to the patient were reported due to this occurrence.